Event description:
Patient presented to the physician with an open wound at the ipg site. Physician prescribed antibiotics. This resolved the issue.

Event description:
Patient presented back to the physician with a chest infection. Physician brought the patient into the operating room, flushed the ipg pocket, used antibiotic rinse with saline to rinse the ipg and lead pins, and closed the ipg site.

Event description:
Patient presented back to the physician with re-occurring infection at the chest incision site. Physician brought the patient into the orperating room and removed the stimulation lead body, sensing lead, and ipg.

Event description:
Patient presented back to the physician with wound dehiscence at the chest incision. Physician brought the patient into the or and performed a debridement on the area and closed.